Event description:
Patient reported having concerns with the infusion device. Patient stated on monday evening, she took the infusion device to make a bolus and found it was turned off. Patient reported the device has turned off without giving an error e8 (power interrupt) error message. Patient stated she has changed all of the components of the service pack: battery cover, adapter and key but the device does not turn on. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the technical investigations revealed, that the battery acid leaked out of the battery. The acid led to corrosion of the battery contacts and thus to a power interrupt of the device as consequence of this the pump switched off. After inserting a new battery and restart the pump correctly triggered an e8 to notify the customer. The e8 was a further result of the power interrupt while the device was in run mode. The problem mentioned by the customer is related to mishandling of the product by the customer. There is no indication the product malfunctioned due to any material nonconformance or other error by roche. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.